Event description:
Unreporting medwatch since it is PMA not approved.

Event description:
Patient reports "that for a long time has been feeling pain on the right side and the breast is visibly lower, the prosthesis encapsulated and ruptured, and the doctor found it strange." Patient mentions that has an MRI and the rupture always appears. Informs that checking about the prosthesis ended up finding something about the recall, and neither the doctor nor the hospital informed." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.